Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: the battery compartment was found to be cracked. The returned battery cap was able to fit to the pump. There was evidence of moisture corrosion on the display screen. The pump was unable to power on due to the moisture damage. When the pump cover was removed further moisture damage was found on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power, the battery cap was unable to be tightened and the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.